Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of peritonitis was reported as using a non-baxter solution, however, the cause remains unknown. A day prior to the peritonitis onset, the patient was hospitalized due to abdominal pain. The same day as the peritonitis onset, the patient has recovered from abdominal pain. A day after the event onset, the patient was treated with targocid injection (400mg, once daily, intravenous, discontinued), meropenem injection (1gm, intravenous, discontinued) and amikacin injection (125mg, intravenous, discontinued) for peritonitis and pd therapy was discontinued. Two days after the event onset, pd catheter was removed and the patient was transferred to hemodialysis (twice a week). On an unknown date, the patient was discharged from being hospitalized. At the time of this report, the patient has recovered from peritonitis and is stable. No additional information is available.